Manufacturer narrative:
The device has been explanted and has been returned to MFR where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient has been re-implanted in 2007. Med-el was not informed of the scheduled re-implantation until the receipt of the explant in another country. Despite of requests for further information to the clinic. No information on the reasons for explantation have been provided to med-el.